Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The patient experienced a fever as a result of the suspected peritonitis event. The cause of the event was unknown. The patient did not require hospitalization. The patient was treated with intraperitoneal cefazolin (1g daily for fourteen days) and intraperitoneal fortaz (1g daily for fourteen days) as a preventative measure for the suspected peritonitis. Dianeal therapy remained ongoing. At the time of this report the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.